Event description:
The customer reported that during a hysterectomy, the device would not release smoothly after grasping tissue. As jaws were opened and tissue was released, some tissue tore causing some bleeding. A cautery device was used to seal torn tissue. Another device was used to complete the procedure without incident. The patient is said to be doing fine.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.